Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker was implanted in a patient experiencing infection and sepsis. The patient was hospitalized and treated with intravenous antibiotics. This pacemaker was later explanted due to infection and sepsis. No additional adverse patient effects were reported.